Manufacturer narrative:
Patient had a laser procedure on the abdomen/flanks/arms area, but complained of rashes on the abdomen/buttocks/thigh area within one month after the procedure. Customer site stated that they had not seen any negative impact on the patient's treated skin per initial post treatment reactions. The patient had medical intervention at the emergency room and primary care physician where it received keflex and norco medication for intervention care. The patient's blood work was evaluated and returned with normal results. The customer site was unresponsive to cynosure's requests for additional treatment/patient details. The patient's condition does not appear to be related to the sculpsure treatment since there weren't any negative reactions on the patient's skin post laser treatment. In addition, the laser treated skin areas do not match the patient's alleged rash affected areas. Since the patient had medical intervention from the emergency room/physician, this is a reportable event.

Event description:
Patient developed rashes over the abdomen/thighs/buttocks following a laser procedure